Manufacturer narrative:
Medical device: d274drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that the patient went to the emergency department and because the patient had a cardiac device a device check was performed. Intermittent ffrw (far field r-wave) oversensing with diminished p-wave sensing was observed on the current egm (electrogram) for the atrial lead. No intervention was taken and the lead remains in use. No patient complications have been reported as a result of this event.